Manufacturer narrative:
Continuation of d10: product ID: neu_interstim_ins, serial# unknown, product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause was unknown and troubleshooting did not resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were intra-op and were getting 4k ohm impedances on multiple contacts. They stated they had tried troubleshooting such as suctioning the header, ensuring the setscrew is tightened down and ru nning impedances multiple times with no resolutions. They stated they had the or lights turned off as led lights had caused issues in the past and mentioned anesthesia was using an EKG. They stated they performed motor testing and received appropriate responses as expected prior to the ins being implanted. On the call, the rep and healthcare provider (hcp) were already in the process of opening a new ins.